Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set was leaking from an unspecified location. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added : device manufactured between december 05, 2018 to december 07, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A repeater pump system level testing was performed which revealed a leak from the tubing attached to the connector of the pump head assembly. The reported condition was verified. The exact cause of the condition could not be determined, however, the likely cause was an inadequate or lack of adhesive being applied to the noted area during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.